Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two exactamix bags were leaking from the middle port. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, two photographs of the samples were provided for evaluation. Visual inspection of the photographs did not reveal any issues as the eva tpn bags could not be seen in the photographs provided. Therefore, quality engineering could not confirm nor refute the reported problem based on the two photographs. Should additional relevant information become available, a supplemental report will be submitted.